Manufacturer narrative:
Dhrs were reviewed. No records confirming the defect were observed. 10 pen needles from archival sample were tested with triple puncture into a silicone cube with a hardness of 55 shore (imitating the hardness of human tissue). No defects were observed during test. Additionally, 10 pen needles from returned sample were tested with triple puncture into a silicone cube with a hardness of 55 shore (imitating the hardness of human tissue). No defects were observed during test. Defect was not confirmed. Based on the description, the bending on the user-end was created during the removing of the inner protective cap. When the inner protective cap si removed non-axially from the pen needle the patient may damage needle and bend it. This is clearly outlined in step 3 of the IFU. No corrective action. Complaint closed.

Manufacturer narrative:
Product involved in incident was not returned for evaluation. Dhrs were reviewed and no records confirming the defect were observed. 10 random pen needles from archival sample were selected for testing. All pen needles were tested by triple puncture into a silicone cube with a hardness of 55 shore imitating human tissue. No defects observed. If complaint product is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Caller sent email saying needles were bent. Called customer to gather more information. Part 236132. When she takes the first cover off and when she removes the needle cover, the needle is bent along with the needle cover sleeve. Replaced product and sent rl. (B)(4).